Event description:
It was reported by repair work order that the footend lift was intermittent due to worn hi/lo sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.